Event description:
The customer reported that despite using the "smallest syringe possible" (size unspecified) the patient's vital signs were unstable with an infusion on a syringe pump, but became stable once they switched to bags on a large volume pump. They requested accuracy testing on their devices. There were no details available regarding a specific patient event. No additional event information was provided directly by the customer, however a copy of the customer's medsun report was received from FDA which states "epinephrine infusing @ 0.2mcg/kg/min via syringe pump. Blood pressures extremely labile. When infusions were changed over to a bag using large volume infusion pump, the patient's pressures were more stable. Nurse at bedside but not actively touching the pump."

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.